Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was found to have grip input disk #7 broken inside the housing. The instrument was found to have grip input disk #6 broken inside the housing. Probable root causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument had a fully cracked wheel and fell off. 6 lives remaining. There was no report of patient involvement.